Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right-side deflation. The device was explanted.